Event description:
It was reported that during an attempt to cross a totally occluded sfa, the crossing support catheter became stuck in the lesion and during the withdrawal of the catheter, approximately 10mm of the distal tip detached. No attempts were made to retrieve the detached catheter segment and it remains int he pt. The current status of the pt is unk.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.